Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Product not returned for evaluation. No replacement product needed at this time. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 blood glucose results accompanied by symptoms. (B)(6), son, is calling on behalf of the customer. The customer is concerned with results obtained of e-5. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of weakness, nausea and slurred speech. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 9/30/2018 and open vial date is a few weeks ago. The meter memory was not reviewed for previous test result history. Customer tested with original test strips and meter read the blood 167mg/dl non- fasting. Customer is using proper testing technique. Son stated customer is having hyperglycemic symptoms. Customer is weak with slurred speech. Son stated customer was nauseated this morning and could not eat. Son states customer has not been taking her insulin properly. Son, states she is supposed to take her insulin 3 times daily after meals and at night. Son was not aware of mom's status and caring for her diabetes. I advised son to seek medical attention for his mom. Son stated he did not want to take her to the hospital that he preferred calling 911 assistance to come to the home to check his mom's status. Follow up call made to son ((B)(6)) 30 mins later and states 911 rescue is at the home and assisting his mother. I informed son I will call back to check on his mother's status.